Event description:
The customer reported having unexplained low blood glucose the night before. The blood glucose reading at time of call was 225mg/dl. The customer stated that the paramedics were called, but she was not hospitalized. Troubleshooting was performed, and the drive support cap appears normal. The customer stated that he remembers lying down under the sink and then waking up with paramedics over him. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that he was low and bolused because he was going to eat dinner soon, but he did not eat. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.